Manufacturer narrative:
Low amplitude signal is a non-specific finding that must be interpreted by the physician with respect to the pt's complaints, physical findings, and emg testing parameters. Proper emg test protocols must be followed to ensure accuracy of results. False low amplitude signals resulting from emg motor nerve studies may result from improper electrode placement, inadequate skin preparation, or other inappropriate use of the device, as well as from equipment failure.

Event description:
The customer reported seeing low amplitudes in motor nerve conduction studies while using a natus 6030-3-tp reusable disc surface electrode. The failure was obvious to the user and no pt injury was reported. Natus is reporting this MDR as a precautionary report based on a similar complaint, (B)(4), MDR report number 3008289288-2013-00007, where a physician was conducting an electrodiagnostic examination and misdiagnosed a pt based on low amplitude of responses in a motor nerve conduction study, using a similar electrode.